Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly and the pull tube was retracted. The embolization coil was detached from the pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly and the pull tube was retracted. If the proximal end of the pusher assembly is inadvertently retracted, the pet lock may become separated and retracted. If the pull wire is retracted, the embolization coil will detach from the pusher assembly. Further evaluation revealed offset coil winds along the embolization coil. This damage was likely incidental to the reported event. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a ruby coil became stuck in the lantern. While retracting the ruby coil, the physician experienced strong resistance and found that the coil had detached in the lantern and the distal tip was a few centimeters outside of the lantern. Therefore, the ruby coil and lantern were removed together. Next, the ruby coil was flushed out of the lantern on the back table. The procedure was completed by re-inserting the same lantern and implanting eight additional ruby coils. There was no report of an adverse effect to the patient.